Event description:
During the evaluation of a returned colleague infusion pump, an inoperative stop key was discovered on the pump head module (phm) keypad. No patient injury or medical intervention was associated with this event. This device was returned for the eco/fca software upgrade. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.